Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample represents swg (spring wire guide)/catheter - kinked.

Event description:
The customer reports the doctor tried to insert a cvc in a patient. Twice the doctor tried to insert the stylet but for these two devices the stylet seemed too wide and could not go inside the catheter another device was used and worked properly.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a spring wire guide (swg) for evaluation. Visual examination of the guide wire revealed multiple bends in the swg body. Visual examination of the catheter did not reveal any damage or defects. The length and outer diameter of the spring wire guide were measured and were found to be within specification. The catheter body length was also within specification. The proximal end of a lab inventory guidewire (the returned swg contains bends) was advanced through the distal end of the returned catheter to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All three extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. A lab inventory guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports the doctor tried to insert a cvc in a patient. Twice the doctor tried to insert the stylet but for these two devices the stylet seemed too wide and could not go inside the catheter another device was used and worked properly.